Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Using the impact technique (B)(6) was tapping a pedicle, initially over a guide wire. The guidewire was removed mid way through the tapping and tapping continued. As the tap was about to bottom out and was buried approx. 75% of the threads, the threaded portion of the tap broke off. Several attempts were made to remove the broken piece (trephine, screw remover, vice grips) but a midas was the only burring around to free the piece. While inserting a 7x40mm viper cortical fix screw, the top of the screwdriver broke off leading dr goldman to believe that the t-handle broke. Fortunately, the screw was completely seated in the pedicle when the instrument broke.

Manufacturer narrative:
Visual examination at the macroscopic level of the returned igs brainlab viper2 double lead bone tap [product code: 2867-15-600n, lot no: ng47862] revealed that the fracture was located at the tap¿s distal tip. The fracture analysis report for the double lead bone tap suggests that the tap underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the double lead bone tap tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the tap underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.